Event description:
It was reported by the patient's legal counsel that the patient received the tm implant after a revision for aseptic loosening of a unicompartmental knee ((B)(6) 2009). The patient was revised on (B)(6) 2010 for aseptic loosening.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.